Manufacturer narrative:
Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had under fill citrate tube and no serious injury or medical interventions.